Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, the stapler did not dispose the load and the clips were not operating. Another device was used in order to fix the issue. There was no patient injury.